Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that her blood glucose had exceeded 600 mg/dl earlier that day. The patient bolused three hours ago but when she checked her current blood glucose it was 592 mg/dl. She stated that she was only sitting down and drinking water. Troubleshooting was declined since the customer claimed to have already done it herself. She bolused with the pump and did not receive any no delivery alarms. The customer was assisted and a no delivery alarm was discovered. Additionally, the infusion set was removed and the cannula was bent. The customer changed her entire set and stayed on the line until she delivered a bolus through the pump. The customer was advised to speak to her health care professional about insertion sites. No products were shipped or returned.